Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found the nurse call was not activated and turned on the nurse call to resolve the issue.